Event description:
It was reported that during a small bowel resection procedure, the patient developed a leak on post op day five. After the surgeon fired the blue 100mm stapler across the small bowel. Connected the two small bowel ends jejunocecostomy with another firing of a blue 100mm reload. And topped off closing the otomy with a third firing of the tlc10 100mm stapler. The patient was reoperated on (B)(6) (original bowel case on 4/1) (patient was admitted to the hospital originally for a small bowel injury obtained in surgery with a separate surgeon/procedure a few days earlier). Upon surgery the staple line is reported as leaking. Re-admitted and patient is recovering with an ileostomy. One device was discarded.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.